Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the esophagus during a dilation procedure to treat a stricture performed on (B)(6) 2025. During the procedure, the physician was inflating the balloon for subglottic stenosis for a goal inflation of 4.5 mmhg; however, the balloon ruptured during inflation. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: this event was reported by the senior clinical risk advisor from medical device safety, pq&s. The healthcare facility where the event occurred is: (B)(6). Phone number: (B)(6). Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.